Event description:
The patient reported that they are having issues with their pacemaker setting during exercise as they will experience sensations of being overly fatigued. The patient also noted that sometimes their hr (heart rate) goes to 160-170 for first five to ten minutes of a run and then settles into the 120's, unless the pm (pacemaker) decides to pace and then it's always 140 whether it is needed or not. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).